Manufacturer narrative:
The device is past the end of support date and no parts are available to repair the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had an issue with pacing during clinical use. The customer stated that, when attempting to change pacing, the device froze up and had to be rebooted. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.